Manufacturer narrative:
07-aug-2020 product investigation results: a product investigation is in progress.

Event description:
Consumer contacted via e-mail and stated that the tampon string was frayed away. No injury was reported.

Manufacturer narrative:
04-sep-2020 product investigation results: cause was traced to manufacturing. Action plan is in place.

Event description:
Consumer contacted via e-mail and stated that the tampon string was frayed away. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer contacted via e-mail and stated that the tampon string was frayed away. No injury was reported.